Event description:
It was reported that during procedure, the fiber used together with the console was damaged. Additional information noted that the fiber port was burned and the fiber was not detached from the hub/connector. The procedure was completed with another fiber, and another console of a different model. There were no patient complications.

Manufacturer narrative:
Update to block b5: describe event or problem, update to block f10 and h6: device code. Block e1 initial reporter facility name: (B)(6) hospital. Detailed product information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber separated from the connector as the additional information clarified that fiber port was burned and the fiber was not detached from the hub/connector.

Event description:
It was reported that during procedure, the fiber used together with the console was damaged. It was noted that the fiber port was broken. Additional information noted that there was no malfunction on the console. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. Good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.